Event description:
According to the available information, the first static anchor placed fine and when placing second dynamic anchor, the suture separated from the static anchor and was unable to place dynamic side. The static anchor was left in the patient. A second sling was opened and placed with no issue.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc], and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, the first static anchor placed fine and when placing second dynamic anchor, the suture separated from the static anchor and was unable to place dynamic side. The static anchor was left in the patient. A second sling was opened and placed with no issue.

Manufacturer narrative:
An altis sling and two introducers were returned for evaluation. Examination of the sling revealed the static anchor, suture and part of the mesh were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. No abnormalities were noted with the introducers. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. Details were not provided if there were any issues that may have occurred prior to the detachment. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.